Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are not feeling the stimulation since last night. Patient stated they are able to change the settings and feel the stimulation and the ins is not depleting. Agent asked patient to connect with the controller and controller show implanted neurostimulators 80%, controller 100% charged. Agent confirmed therapy is on each program. Agent reviewed therapy on/off button meaning. Agent confirmed patient did not have a fall or trauma. Agent reviewed device function. Patient service reviewed device function and recommend patient consult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was not clarified. The patient tried to shut stim on/off and issue was not resolved.